Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right atrial (ra) lead exhibited a failure to sense. Upon an x-ray, it was observed that the ra lead was dislodged. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable.